Manufacturer narrative:
A surgery coordinator reported that the g7 monitor unit froze during the open heart surgery and the surgery coordinator was able to swap out the unit with a working spare one. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following device(s) were used in conjunction with the g9 monitor: bedside monitor (bsm): model #: bsm-1733a, serial #: (B)(6), device manufacturer data: 04/14/2016, unique identifier (UDI) #: (B)(4), returned to nihon kohden: ni.

Event description:
A surgery coordinator reported that the g7 monitor unit froze during the open heart surgery and the surgery coordinator was able to swap out the unit with a working spare one. There was no patient injury reported.

Event description:
The surgery coordinator reported that the g7 monitor was freezing up while in patient use during open heart surgery. They were able to swap the monitor out with a spare to continue patient monitoring. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the surgery coordinator reported that the g7 monitor was freezing up while in patient use during open heart surgery. They were able to swap the monitor out with a spare to continue patient monitoring. There was no patient harm reported. Investigation summary: multiple follow-up requests were sent to the customer, with no response, and the device was never returned. As such, the complaint could not be confirmed, and a root cause could not be determined. Nk will continue to monitor and trend. Additional device evaluation summary: the reported device was sent in for evaluation and repair. A physical inspection confirmed there was no visible damage, scratches, or signs of liquid exposure. The device was tested for over 48 hours and the reported issue of "g7 freezing issues" could not be duplicated. The device passed all the functional tests. As such, the root cause could not be determined. Nk will continue to monitor and trend. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g7 monitor: bedside monitor (bsm): model #: bsm-1733a, serial #:(B)(6), device manufacturer data: 04/14/2016, unique identifier (UDI) #: (B)(4), returned to nihon kohden: ni. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Manufacturer narrative:
Details of complaint: the surgery coordinator reported that the g7 monitor was freezing up while in patient use during open heart surgery. They were able to swap the monitor out with a spare to continue patient monitoring. There was no patient harm reported. Investigation summary: multiple follow-up requests were sent to the customer, with no response, and the device was never returned. As such, the complaint could not be confirmed, and a root cause could not be determined. Nk will continue to monitor and trend. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g7 monitor: bedside monitor (bsm): model #: bsm-1733a, serial #: (B)(6), device manufacturer data: 04/14/2016, unique identifier (UDI) #: (B)(4), returned to nihon kohden: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The surgery coordinator reported that the g7 monitor was freezing up while in patient use during open heart surgery. They were able to swap the monitor out with a spare to continue patient monitoring. There was no patient harm reported.